Manufacturer narrative:
Investigation ¿ evaluation: guangzhou pumei medical tech. In china informed cook that on (B)(6) 2021, the sheath in a rups-100 (rosch-uchida transjugular liver access set) from lot 13359633 separated. The failure occurred during advancement and a new rups set was used to complete the procedure. It was reported that there were no additional procedures or any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control, and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used check-flo introducer sheath was returned to cook for evaluation. Inspection found the check-flo is separated from the sheath and pushed down onto the sheath. The check-flo was disassembled to find the flare remained between the cap and the check-flo body. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot (13359633) and the related subassembly lots revealed no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: warnings: ¿-if flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ how supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ the user did not note any damage before attempting to use the device and the failure occurred during advancement, so damage in transportation or storage is unlikely. Based on the available information, inspection of the returned device, and the results of the investigation, the event cause was traced to component failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Reporter occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6)-year-old female patient required a rosch-uchida transjugular liver access set in order to place a transjugular intrahepatic portosystemic shunt. During advancement of the sheath into the patient, the proximal end of the sheath "falls off." A similar device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.